Manufacturer narrative:
(B)(4). The device was serviced by a service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was visually inspected, functionally tested and an alarm log review was performed. The f-22 alarm was not identified during functional testing or alarm log review. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump had an f-22 alarm (malfunction in frequency converter circuitry for occlusion detection). It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.